Event description:
It was reported the customer's pump case would not clip securely. Subsequently, the pump case fell, causing infusion sets to be pulled out. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.